Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Event description:
The doctor was trained by an olympus representative and is not experienced in the use of the device. The procedural tips and techniques instructions that were distributed on 27sep2013 have been shared with the user facility. The event occurred in the middle of the procedure while the doctor was performing "cut and coagulation (purple button)". The settings were 2/1. There was a two minute delay while a new device was opened. The device was inspected before use with no anomalies noted. The connection points to the generator were inspected. There was no cable damage. The transducer cords or the cords of any other medical device (e.g. Electrocardiograph) were not bundled.

Manufacturer narrative:
Additional details regarding the event have been received, please reference b5 and g2. Additional event details have also been requested from the user. If additional information becomes available, this report will be supplemented accordingly. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that teflon pad was peeling due to contact a non-insulated area of grasping section. The following step-by-step scenario likely caused the event: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation."

Manufacturer narrative:
Device has been returned and evaluated. This supplemental report is being submitted to provide this information. Kr176713 is actual device lot number (#); kr176715 is the device package lot #. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Visual inspection as received condition found teflon pad worn, minor peel in the mid-section, lifted up exposing jaw metal. The pad is still attached to the jaw and not missing. There are charred marks on the grasping section and on the probe. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device was then attached to the electrosurgical generators usg-400/esg-400 and a probe check was performed; the device passed the probe check and generated energy outputs when checked with either cut mode or coagulation mode.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic salpingectomy the device teflon pad melted. There is no harm or adverse impact to the patient, nor was there any impact to the outcome of the procedure. The procedure was completed with another similar device.